Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation on same day". The patient's medical history included endocervical squamous metaplasia, paratubal cyst, pelvic pain female, menorrhagia, ovarian cyst, fibroids, dysfunctional uterine bleeding, female sterilisation, ovarian cyst ruptured, uterine fibroid and adhesion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of essure coils.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2003 (discrepancy noted). Left side: three trailing coils noted, right side: three trailing coils noted. Lot number: a66686 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation on same day". The patient's medical history included endocervical squamous metaplasia, paratubal cyst, pelvic pain female, menorrhagia, ovarian cyst, fibroids, dysfunctional uterine bleeding, sterilization, ovarian cyst ruptured, uterine fibroid and adhesion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of essure coils.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2003 (discrepancy noted) left side: three trailing coils noted, right side: three trailing coils noted. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: previously reported event: 'medical device removal' was updated to 'pelvic pain'. Event: 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', lot number, medical history, removal date, reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury to herself') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure insertion date provided in pif: (B)(6) 2003 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received: previously reported event "injury to herself" updated to "essure removed". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.